Manufacturer narrative:
The device was returned for evaluation. Visual assessment determined that hte sample had poor seal integrity. The most probably root cause for poor seal integrity is a manufacturing error, where the trim scrap entered the seal causing the seal interference during the pouch manufacturing process. If any additional relevant information is identified it will be submitted in a supplemental report.

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".